Event description:
It was reported the patient failed to recharge her ipg since (B)(6) 2014. As a result, the ipg is inoperable. Follow-up identifies surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).